Manufacturer narrative:
On 3/20/2019, a manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a cannula was damaged by a surgeon in the facility. The device was a candy cane 4mm x 26cm large handle cannula on which the tip was broken. There was no patient involvement.